Event description:
It was reported that a revision surgery was performed due to pain, swelling and lateral subluxation of the patellar component. During the revision surgery, it was observed that the patellar component had loosened and the fixation pegs had broken.